Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient had a loss of therapy about 2 weeks ago, checks to make sure therapy is on once a week because she doubts it is working. Pt confirmed she feels like therapy is not helping by 50% or more and that she does not feel the stimulation. Pt is on program 1 at 4.2 v. Ps (patient services) reviewed with pt it is not about feeling the stimulation but recommended she can try to adjust stimulation higher if she feels it is not helping by 50% or more. While on the call it was confirmed that the device was on. Ps reviewed pt can also try a different program if the current program does not provide therapy relief for the pt. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they did not know the circumstances/cause that may have led to the issue. They noted that adjusting the setting helped for a short period of time. The patient notified their managing physician on (B)(6)2019. There were no further complications reported or anticipated.